Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
The account manager reported on behalf of the customer that two of valved trocars leaked during a vitreoretinal procedure. The procedure was completed with use of plugs. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
A review the device history record indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Three opened 23 gauge trocar hub/cannula assemblies were received for evaluation. The returned samples were visually inspected per facility procedure and were found to be conforming. The samples were then functionally tested for leaking and were conforming. The root cause for this complaint is unknown because the returned samples were conforming to specification. The exact root cause for this complaint is unknown. An investigation has been opened in order to improve performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. (B)(4).